Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope image has roughness due to damage on the charged coupled device. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: presumed causes such as electrical issues such as signal loss or circuit disconnection, and others are reasonably suggested by known information. The most likely cause of this complaint is considered to be predictable or random part failure, not a design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.